Manufacturer narrative:
The device history record for the reported lot number, aa4188n41, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. The jejunal port was torn at the opening. The tear extended diagonally from the rim for a distance of approximately 6mm. A dimension check was performed on the jejunal port inner diameter and the plug outer diameter. Both dimensions were within the stated tolerances listed in the drawing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating that the head of the transgastric jejunal enteral feeding tube broke after six weeks of use. The patient was in the hospital when the event occurred and the device was replaced. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).